Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.